Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the bowel during laparotomy, peritoneal lavage, hartmann's procedure, end sigmoid colostomy, appendectomy procedures, the stapler fired with the preloaded reload, but stapler could not be closed on the tissue and was unable to be fired when the second reload was loaded. The surgeon processed manually to clamp, transect with a blade and suture.